Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 162 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-130 mg/dl. Customer obtained the result of 162 mg/dl prior to going for a routine lab appointment on (B)(6) 2020. Customer stated the distance to the lab is within one hour. Customer's lab result was 94 mg/dl fasting. The meter-to-lab comparison results could not be confirmed as it was not performed back-to-back. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 126 mg/dl and 118 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 152 mg/dl date: (B)(6) 2020 time: 9:13am fasting; result 2: 151 mg/dl date: (B)(6) 2020 time: 6:18pm fasting; result 3: 170 mg/dl date: (B)(6) 2020 time: 6:40pm fasting; result 4: 155 mg/dl date: (B)(6) 2020 time: 8:06pm fasting; result 5: 162 mg/dl date: (B)(6) 2020 time: 10:04pm fasting.